Manufacturer narrative:
The tech isolated the issue to the head down solenoid valve. He replaced the solenoid valve to repair the bed.

Event description:
Info received indicates the head of the bed is drifting down.